Event description:
It was reported that during patient care, the autopulse platform performed compressions for an unknown length of time, then stopped and displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message. The crew reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/10/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the following: the front enclosure was cracked. From the condition of the platform, the damage appears to have been due to wear and tear. The platform was functionally tested and the reported issue of the platform displaying a user advisory (ua) 18 (max take-up revolutions exceeded) was not reproduced. The platform passed functional testing requirements. A review of the platform's archive showed multiple ua 18 and ua 45 (not at "home" position after power-on/restart) codes on the reported event date of (B)(6) 2014. Based on the archive, the ua 18 faults occurred due to no load change detected on the platform's load plate. As no issues were identified during evaluation of the platform that could have caused or contributed to the ua 18, the code likely occurred as intended due to a small patient on the platform at the time it was exhibited. As there were no issues identified with the platform's functionality that could have caused or contributed to the observed ua 45 codes, these likely occurred as intended due the lifeband straps not being pulled completely up prior to turning the device on. Based on the investigation, the part identified for replacement was the front enclosure. In summary, the reported complaint of the platform displaying a ua 18 code was confirmed during the platform's archive review. In addition to multiple ua 18 codes occurring on the reported event date, the archive also showed multiple ua 45 codes. Based on the evaluation of the device and archive data, the ua 18 occurred as a result of a small patient on the platform during operation and the ua 45 was due to the lifeband straps not being completely pulled up prior to turning on the device. Following service of the platform, the device passed all testing criteria.